Event description:
It was reported that during the procedure, the device's foot switch stopped firing the fiber but continued making sound, with firing still showing on the screen. It was also noted that the device's emergency stop did not stop the firing, and the issue was resolved by shutting down the circuit breaker. There were no patient complications.

Manufacturer narrative:
Updated block d4: unique identifier (UDI) #. The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, a media inspection was performed and indicated that the console display shows a 'lasing' message, while the device recording shows that lasing has stopped. Based on the information provided, the most probable cause of the reported issue cannot be established due to the lack of evidence. The investigation conclusion code selected for this complaint is cause not established, as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that during the procedure, the device's foot switch stopped firing the fiber but continued making sound, with firing still showing on the screen. It was also noted that the device's emergency stop did not stop the firing, and the issue was resolved by shutting down the circuit breaker. There were no patient complications.